Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Date of birth - patient was born on an unknown date in 1956. (B)(4). Concomitant product: oxford femoral component catalog 161469 lot 2722044; oxford tibial tray catalog 154726 lot 2741890. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection."

Event description:
A patient enrolled in a clinical study experienced delayed would healing post total knee arthroplasty.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. UDI: (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2016-00861, 00926, 00927).

Event description:
Patient enrolled in a clinical study experienced delayed wound healing of left knee 5 days post-implantation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient enrolled in a clinical study experienced delayed wound healing of left knee 5 days post-implantation. The wound was treated with change of bandage and disinfectant ointment. The wound was reported to be healed 14 months post-implantation.